Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced bleeding at the incision site which was addressed by surgeon. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.